Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.(B)(4)

Event description:
Customer allegedly received the following results, with two differentmeters, within 10 minutes: 31 mmol/l on aviva insight meter (system 1) and 10 mmol/l on nano meter (system 2). No death or serious injury reported. Requested return of suspect device for evaluation.